Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Bent cannula was also reported. It was also mentioned that the customer was not on the insulin pump. Customer's blood glucose level was unknown.